Event description:
As the catheter was being removed, the suture would not release, even though the locking hub would not release, event though the locking hub was turned to the open position. As the suture was being pulled, it broke the c-flex catheter in two, leaving a piece inside the pt. A cystoscopy had to be performed to remove the piece, which was found in the bladder. Hospitalization was prolonged for two days and the pt developed an infection at the wound which required IV antibiotherapy. The device was not returned for eval.